Event description:
Initiated pbsc (peripheral blood stem cell) collection on the cobe spectra using the fc-wbc set. A small amount of blood was noted on the surface of the machine. A pinhole was noted in the tubing set, which the blood was leaking from.manufacturer is aware of the event and asked to have the kit returned to the quality assurance division.what was the original intended procedure?peripheral blood stem cell collection.device #1is this a laboratory device or laboratory test?no.